Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings. The failed upstream sensor was replaced.